Event description:
The device evaluation identified damaged downstream occlusion sensor failure. There was no patient involvement.

Manufacturer narrative:
The affected device was returned for evaluation. Functional testing was able to verify the reported problem. It was determined that the downstream occlusion sensor was the probable root cause. The downstream occlusion sensor was replaced. Visual inspection was performed. Unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.